Manufacturer narrative:
Unable to determine the date of manufacture. Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as additional information is required. Additional information has been requested. (B) (4)

Event description:
Synthes (B) (4) reported that an ex-polytraumatized patient with humeral shaft pseudoarthrosis returned to the operating room for revision. Intraoperatively, after incision was made, the surgical team attempted to assemble the solid humeral nail, compression connecting screw, and compression device. The parts did not mate as intended. The surgeon opted to use a shorter nail and the parts mated as intended. Surgery was prolonged and the length of the implant was suboptimal.